Event description:
On (B)(6) 2010, due to stable angina, the subject underwent the index procedure with the deployment of a drug eluting stent (des) to the first obtuse marginal artery. Post procedure residual stenosis was 0 % with timi 3 flow. On (B)(6) 2010, the subject received a peri-procedural loading dose of the thienopyridine medication clopidogrel dose 300.0 mg. On (B)(6) 2010, at the start of the study the subject received the study medication maintenance dose of clopidogrel dose 75.0 mg. On (B)(6) 2010, the subject was started on aspirin dose 162.0 mg. On (B)(6) 2010, the subject was discharged from the index hospitalization. On (B)(6) 2011, the subject was randomized to clopidogrel or placebo and was administered the first dose on (B)(6) 2011. On (B)(6) 2012, the subject experienced the event of chest pain 886 days following the index procedure. The event was reported with the serious criteria of initial or prolonged hospitalization. It was noted that the outcome of the event is recovered or resolved. No further information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse patient event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.